Manufacturer narrative:
As reported, the bard/davol phasix flat mesh tore during implant. The subject product was discarded by the user facility and not available for evaluation. Photos of the sample were provided, which show a contaminated phasix flat mesh from the attempted implantation as expected, with sutures still present in the mesh. There is a visible hole/ tear in the center of the mesh. Review of the photo confirms the reported event, however a definitive root cause as to how / why the tear occurred during use cannot be determined. Based on the information available, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september, 2020.

Event description:
As reported, during an open ventral hernia repair on (B)(6) 2021, the surgeon was suturing a bard/davol phasix flat mesh using a non-bard/davol pds suture at the north and south edges when the mesh tore. As reported, the mesh was removed from the patient and discarded. Another phasix flat mesh was used to complete the case with no further issues. There was no reported patient injury.